Event description:
On (B)(6) 2012, the customer reported that this right atrial (ra) lead displayed pacing impedance measurements trending down, ultimately reaching less than 200 ohms. All other lead measurements were within acceptable limits. The device was noted to be at elective replacement indicator (eri), therefore, it was being considered to replace the ra lead at that procedure. A revision procedure was performed and the ra lead was surgically abandoned (capped). No adverse patient effects were reported during the procedure. The lead was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.